Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that leaks were observed on an mr290v vented autofeed humidification chamber during use. It was further reported that the complaint chamber was used with a sipap ventilator. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that leaks were observed on an mr290v vented autofeed humidification chamber during use. It was further reported that the complaint chamber was used with a sipap ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. It was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base, below the chamber port. None of the cracks showed stress marks. A lot check revealed no other complaints of this nature for lot number 120618. Conclusion: the hospital has informed us that the mr290 chamber was being used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. We know that increasing the distance between the water bag and the chamber (thereby lengthening the water feed set tube) helps prevent the chambers from running dry. Infant therapies involving high pressures are becoming more widely used and for this reason fph manufactures a water feed set extension, which is recommended for use in such cases. The user instructions for the water feed set extension, (B)(4), state that it "allows the mr290 to be used with infant CPAP systems." The hospital had informed us that they were using an extension to the water feedset in this instance but did not provide the pressure settings used nor tell us how high above the chamber the water bag was mounted. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient".